Event description:
The viking guiding catheter became kinked due to overturning the device. When an attempt was made to straighten the device, it separated, leaving part of the device inside the patient. The piece was successfully snared from inside the patient, however, the patient developed a hematoma and ecchymosis at the wound site. No additional information is available.